Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that fluoroscopy image was displaying intermittently. The philips field service engineer replaced the image processing personal computer due to image processing errors on both frontal and lateral ippcs. The fse replaced the host pc for which is freezing intermittently. In follow up, again the system upgraded to 8.2.30.10. Due to a system upgrade to 8.2.30.10, the fse had to replace the tsm because the old tsm was no longer compatible. The system tested and it was under observation for the intermittent issue. Review of the log file showed malfunctioning frontal ip-pc and most likely cause is empty battery or failing (disk bay or dimms or psu). During onsite follow up the fse replaced frontal ippc and lateral ippc. The system was tested, and the customer reported that the problem had been solved. The system was observed for 2 weeks after the ippc replacement. The escalation case was closed because there were no errors identified during the 2-week observation period. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code and health impact codes were corrected.

Event description:
It has been reported to philips that fluoroscopy image were displaying intermittently. The system was in clinical use and no harm has been reported to philips. Philips has started an investigation of this complaint.